Manufacturer narrative:
One sample was returned for would not cut. The sample was visually inspected using 25x magnification and found to be nonconforming for a bent needle. Actuation, aspiration, and cut testing were performed and all were found to be conforming. For this complaint file, the final customer lot was identified as sterile lot 1665086h. For this final lot, three 25+ ultravit probe lots, manufactured in aug-2014, were used to make up the final lot. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on alcon¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates this is the third complaint received for the reported issue against the components of the reported final lot 1665086h. The root cause for this complaint is unknown because the returned sample was conforming to specification for actuation, aspiration, and cut testing. How or when the needle became bent cannot be determined

Event description:
A nurse reported that an ultravit probe did not cut during a vitrectomy. A new probe was used. The surgery was completed without further issues and a 1 or 2 minutes delay. This delay was not clinically significant per the surgeon. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).